Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were taking multiple presses with increased force to activate. The patient confirmed that the keypad was intact. The patient indicated that there was evidence of corrosion in the battery compartment but denied any other signs of moisture. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click. During investigation, the keypad was removed and no contamination was found. Unrelated to the complaint, evaluation revealed visible corrosion in the battery compartment; the pump was opened and no further moisture was found.